Manufacturer narrative:
Actual device was not returned/evaluated due to biohazard contamination (human blood/tissue). Reserve samples from the same lot were tested for suture pull strength and met acceptance criteria.

Event description:
During a posterior lumbar procedure, the surgeon attempted to suture a duramatrix membrane in place. The surgeon was using a prolene suture and even after hydrating the duramatrix the suture tore right through the edges of the membrane.